Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient's caregiver reported a fluid leak discovered at treatment complete. During fill 3 of 5 a pump a vs pump b volume error was encountered. The patient cancelled treatment and was going to set up with new supplies but discovered a fluid leak when removing the cassette from the cycler. Fluid was in the pump module area and on the external of the cassette. In a follow up with the caretaker it was verified that there was no harm, adverse event or intervention associated with the fluid leak. A new cycler was requested. The patient carried out manual treatments until the new cycler arrived. The patient is using the new cycler with no further issues. The cycler is available to be returned for analysis.

Event description:
A peritoneal dialysis (pd) patient's caregiver reported a fluid leak discovered at treatment complete. During fill 3 of 5 a pump a vs pump b volume error was encountered. The patient cancelled treatment and was going to set up with new supplies but discovered a fluid leak when removing the cassette from the cycler. Fluid was in the pump module area and on the external of the cassette. In a follow up with the caretaker it was verified that there was no harm, adverse event or intervention associated with the fluid leak. A new cycler was requested. The patient carried out manual treatments until the new cycler arrived. The patient is using the new cycler with no further issues. The cycler is available to be returned for analysis.

Manufacturer narrative:
Additional information: d.9., h.3. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.